Event description:
Customer stated there appeared to be a hair on the piece of veritas when the doctor went to use it in surgery. No patient or user injury reported.

Manufacturer narrative:
(B)(4). The complaint sample was available for evaluation by baxter (B)(4). According to baxter (B)(4), there was a fine hair-like particle lying on the tissue patch which could be removed. The manufacturing procedures has the operator remove debris from the tissue prior to trough processing. This is the only complaint for foreign material in the history of this product. The source of the foreign material could not be identified, therefore, it could have been introduced by the customer. Since the source of the foreign material was not determined, manufacturing was contacted to make the operators aware of the complaint. Per baxter synovis, this is not a supplier issue. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the foreign body (i.e. Some kind of hair) was obviously identified prior to use, so no patient involvement or injury was reported. If such type of hazard would re-occur and user did not recognize the foreign body prior to use and the sterility of all contents of the sealed package are not damaged and not contaminated after opening, the particle can get in contact with patient tissue. In a worst case scenario this may lead to a local foreign body reaction and inflammation which only in exceptional cases will cause harm or serious injury. The sample has been received for evaluation and an investigation is underway at the manufacturing facility. A follow-up report will be submitted upon the completion of the investigation.